Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. An attempt was made to replaced the lead however due to patient anatomy, the replacement procedure was abandoned. The rv lead remains in use. No patient complications have been reported as a result of this event.